Manufacturer narrative:
A follow-up medwatch will be submitted upon completion of the investigation by st jude medical.

Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal vip was selected for use. A groin shot confirmed criteria by the IFU for angio-seal puncture location. The size of the common femoral artery (cfa) was 4mm or higher and free of disease. The patient experienced a pseudoaneurysm and a hematoma. The patient was a woman.